Event description:
S/p breast implants 1984. Removed, cleaned and given to pt. No other info given by surgeon or history. Developed breast tenderness. Implant ruptured. Confirmed prior to or with MRI.